Event description:
A (B)(6) female pt underwent a total left hip arthroplasty under dr (B)(6) at (B)(6) surgical hospital. A stryker rejuvenate modular stem and neck device were implanted. On (B)(6) 2012, stryker issued a voluntary recall of the stryker rejuvenate modular stem and neck.